Event description:
It was reported that a user of the ilet experienced recurrent low blood glucose between early morning hours, with lows often following prior hyperglycemia, and expressed uncertainty about prior target changes and concern due to a previous severe low. Symptoms included hypoglycemia. Outcomes included user anxiety and the need for troubleshooting and education. Investigation included review of usage reports and counseling on meal announcements, avoidance of overcorrection, and proper treatment of lows with fast-acting carbohydrates before announcing and eating meals. Investigation of this case revealed use of oral glucose treatments and inconsistent meal announcements, with low glucose events occurring after highs, consistent with user behavior factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.